Event description:
It was reported the videoscope's distal sheath contained clotting protein. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Crystallization of rubber had occurred. The identity of the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.